Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13979. The pt reported, she experienced pocket heating while charging her ipg. The pt stated, it felt like the area was on fire; however, there were no red markings on her skin. A new le charger was sent to the pt which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-12192001-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.